Manufacturer narrative:
Zimmer biomet complaint (B)(4) . (B)(4). Concomitant medical device: biomet microfixation pectus system elongated stabilizer 60 x017 mm, catalog #: 01-3802, lot #: ni, unknown wire, catalog #: ni, lot # ni. Concomitant medical products therapy date: (B)(6) 2018. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2019-00091.

Event description:
It was reported the bars were bent in the wrong way. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The products were not returned and no photos were provided. No additional information was received. For these reasons, no functional testing or visual evaluation could be conducted. The complaint is non-verifiable. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00091-1.